Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned for evaluation. The customer¿s biomed engineer troubleshot the pump and determined there was no problem with the device. The customer¿s biomed engineer tested the pump and returned it to service where it has been used for the last two months without an issue. Further a review into the depuy mitek complaints system revealed no other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the fill chamber would not stop filling. It was unknown how the case was completed. No patient consequence. Device will be returned and replaced. Additional information received by mitek complaints on (B)(6) 2014: called the biomed who had no further information but did confirm that they were no patient consequences reported and that the issue was the fill chamber kept overfilling not backfilling. Additional information received by mitek complaints on (B)(6) 2014: called the biomed, said troubleshot the pump in the field and working fine and has been in service since then. He said the pump will not be returning.